Manufacturer narrative:
One device was returned for analysis with complaint that device failed the flow test. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed, and complaint was not replicated. All tests passed within specifications. The probable cause could not be determined.

Event description:
It was reported that the device failed the flow test. The event occurred during testing, thus no patient involvement,.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.